Event description:
Consumer's father reported trapped debris behind contact lens resulted in corneal abrasion & subsequent eye infection. The consumer reported experiencing redness, irritation, light sensitivity & tearing in right eye associated with wear of focus night & day lenses. He discontinued cl wear & wore eye patch for one week. After another two weeks, he sought care from eye care professional. Wears on extended wear basis, then cleans & disinfects with either renu or optifree lens care solution & rinses case with hot tap water. The ecp reported diagnosis of conjunctivitis, treated with polytrim. Corrected visual acuity reported as 20/40, right eye. Ulcer diagnosed with referral to specialist. Uncorrected visual acuity reported as 20/200, right eye. Specialist reported visit with severe pain, no discharge, moderate flare. Dx. Ulcer with 4 small (.05mm) peripheral infiltrates at 2 o'clock with no staining. Rx'd vigamox drops q30 min while awake, then q1h. Note of three corneal opacities due to old infection. Next visit, improving with continued meds x1wk. Corrected acuity 20/30-1. Follow up scheduled. Request made for additional information.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." Evaluation of returned sealed blister paks is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.